Event description:
A cardiac resynchronization therapy pacemaker (crt-p) system was returned from an unknown source with limited information. Information identified in the paperwork indicated the crt-p system was implanted (B)(6) 2012 and the date of death is unknown. A cause of death was requested and not received and no further patient information is available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant: product ID c3tr01 implanted: (B)(6) 2012; product ID 5076 implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: analysis information -- (B)(6) 2013 20:38:42 cst pli# 20 product ID# 4195. A proximal portion was received measuring 37 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.